Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any patient consequence? You reported "the clip was broken, did not fully work, and was removed." Was this clip malformed? If the clip was not malformed, please describe the specific issue with the clip. You report retried clip mcs, however it did not work. What is meant by did not work? Did device jam?

Event description:
In the course of surgery, the mcs clip was broken after firing. It happend and the first assistant (resident) has found that the clip has not fully worked. So surgen removed and re-try clip mcs, however it didn't work. So surgeon decided change mcs into new one. New mcs has worked well. It was intra-op but it is assumed there will be no adverse event to patient. This is because the clip has fully removed and new mcs decision was pretty fast. So it didn't affect severely to whole surgery time.

Manufacturer narrative:
(B)(4). Device analysis: the analysis results found that the mcs20 device was returned with no damage in the external components. In addition, the tyvek was returned for analysis. In an attempt to replicate the reported incident, the instrument was cycled and no clips were fed into the jaws even though the device was being actuated in several occasions. In order to evaluate the condition of the device¿s internal components, the device was disassembled. Upon disassembling, the feedbar was found to be damaged causing the feeding issue. No conclusion could be reached as to what may have caused the damaged in the feedbar. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.